Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The pediatric patient taken to the hospital because they had a hypoglycemic event and was treated with glucagon. At some unspecified time of the event, the cgm was reading 172 mg/dl and the blood glucose reading was 49 mg/dl. The patient's parent declined to provide further information. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.